Event description:
It was reported that the customer was admitted to the hospital for high bgs. The contact stated that their pt had high bgs for a few days. The pump has not given any alarms, and looking into the bolus history, it does show the pt's last bolus. The family member did not have the pump available to troubleshoot at the time of call. Advised the customer to call when customer has the pump to test.